Event description:
Device 1 of 2. Refer to MFR report # 1627487-2010-2160. The pt received their scs on (B)(6) 2009. It was reported that the pt was receiving effective stimulation with the ipg producing high impedance values until an unk event occurred that caused a loss of stimulation and the pt was unable to obtain effective therapy. It was reported that the ipg continued to produce high impedance values at this time. The ipg and extension were explanted on (B)(6) 2010. The explanted ipg was returned to ans for eval. No further info available.

Manufacturer narrative:
Device 1 of 2. Eval method: device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.